Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "failure code 1" alert and the system shut down. When the unit was power cycled on, the unit then generated a "maintenance code 54" alert. The pt was switched to another unit and therapy was continued. No pt injury was reported.